Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, serial# unknown, product type: accessory. H3: the lead, model# 977a260, serial# (B)(6), was returned for analysis. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the distal end of the lead was bent. This was determined to have been due to non-standard, non-conformance damage. H3: the stylet, model# neu_stylet_acc, serial# unknown, was returned for analysis. Analysis identified that the stylet wire was bent; this was considered an insignificant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the bend was not noticeable when it was taken out of the box, but it was discovered when attempting to insert it into the puncture needle. The cause of the insertion difficulty/stronger bend issue was not determined.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead, which had just been unpacked, was inserted into the puncture needle, but resistance was encountered, so it could not be inserted; it was determined that the bend of the stylet was strong, so the stylet was removed temporarily; however, the bend was too strong to insert it all the way despite trying to insert the stylet again. The lead could not be positioned as expected and a new product was opened. Cause was unknown. The issue has resolved, and no patient harm was reported.

Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown, g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.